Event description:
During a gastric bypass procedure, the staples did not form properly. The surgeon manually removed the unformed staples and applied another disposable loading unit. The hospital has reported that no pt injury occurred.